Event description:
The user facility reported that steam came out of their 16" century sterilizer, causing the smoke detector and fire alarm to initiate. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site inspect the unit. The user facility stated that no evacuations occurred, the sprinkler system did not initiate and there was no report of emergency response as a result of the reported event. The technician, during his inspection of the device, found that the heater contactor had failed allowing the device to continue to make steam and escape through the safety valve. The technician replaced the heater, contactor and safety valve. A test cycle was performed; the unit was confirmed operational and returned to service.